Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is a malpositioned implant impinging on the nerve root.

Event description:
The patient had a right side si joint arthrodesis in (B)(6) 2015 where three implants were placed. The surgeon later determined that the most superior implant was impinging on the nerve root. In (B)(6) 2016, the surgeon performed a revision surgery where he removed the superior implant. The status of the patient following the revision surgery is not yet known.